Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: either 405 mg/dl or 416 mg/dl, and 98 mg/dl. No adverse event was reported. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.